Event description:
I had lasik surgery done (B)(6) monovision, one eye for close vision, the other for distant. I began with seeing halos and experienced decrease in vision. Contacted surgeon and was told that it may take a year for eyes to adjust to the surgery. After a year, I noticed further decrease of vision in both eyes; (B)(6) went to pcp told him about loss of vision and depression. On his recommendation I went to a second eye surgeon. He said I needed glasses because my eyes were so bad I shouldn't be driving. He prescribed the glasses which I bought. Vision was now clear for far away. Cannot see close up especially when reading or computer work, everything is to blurry glasses on or off., I now have to constantly take my glasses off and on all day. I am clinically depressed and have anxiety disorder with panic attacks. Received ssdi because of this disability. I have been on medication for depression and anxiety for 26 years. My depression became much worse. Considered ending my life. Have info that: the antidepressant and anxiety medication can effect lasik surgery; also depression can occur after failed lasik vision. The surgeon who did eyes was aware of my depression and anxiety and had a list of all my medications. I need help, am considering lawyer. I have all the paper work from both eye drs and pcp. About the product, suspect: yes; primary: yes; product type: drug/biologic.